Event description:
The customer contacted philips to report "battery low life, battery test, need to purchase new one". There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.